Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg could not set in MRI mode. Lead contacts displayed high impedances. Reportedly, patient did not have stimulation. Surgical intervention may be undertaken to address the issue.

Event description:
Additional information identified that impedances were all over and therefore ipg was unable to set to the MRI mode when reattempted. Surgical intervention was undertaken (B)(6) 2018 wherein the lead was explanted and replaced with a penta lead. Reportedly, therapy was restored post-operatively.